Event description:
A physician successfully placed a xact stent in the left internal and common carotid artery. Following the procedure, the pt developed mild right facial droop, which progressed to mild expressive aphasia, moderate facial droop and right upper extremity weakness. Pt was treated with medication and discharged home 3 days later.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.